Manufacturer narrative:
(B)(4).

Event description:
The returned device is not related to the patient complaint. Confirmation of the complaint was undetermined. The root cause was unable to be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 pt daughter in law called in to report bent needle. The complaint device has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.